Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during routine follow-up it was found this right ventricular (rv) lead was not delivering pacing therapy. An x-ray was performed and the lead appeared to be in the correct position. An invasive procedure was performed. It was believed the lead had dislodged, however was caught in the purkinje fibers. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.